Event description:
The recipient reported a decline in hearing performance which was confirmed by audiological testing. The recipient was seen by the audiologist on (B)(6) 2020 and reported a decline in hearing performance 2 weeks prior (ca. (B)(6) 2020). It was recommended that recipient should not wear the audio processor for the next two weeks, however, on (B)(6) 2020, the recipient was still not wearing the audio processor. The recipient was re-implanted on the (B)(6)2020.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. According to the available information, the recipient had an upper respiratory tract infection. Given the reported signs and symptoms, including the observed impedance fluctuations, and their improvement after corticosteroid treatment, a spread of the upper respiratory tract infection to the inner ear appears likely. However, no technical issue could be detected during investigation. The device works within normal limits. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a decline in hearing performance which was affirmed with audiological testing. The user was seen by the audiologist on (B)(6) 2020 and reported having realized a decline in hearing performance 2 weeks earlier.